Manufacturer narrative:
On 06/04/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/03/18, it was reported to mentor that the device evaluation and investigation findings: the device was received with no fluid. Upon receipt the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were discovered. Deflation complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 375cc, serial number (B)(4). Lot number 5858107. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 375cc breast implants and experienced deflation on the left breast implant. As a result, the patient will undergo bilateral removal and replacement with saline mentor breast implant of unknown type on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the replacement devices were saline mentor smooth round moderate plus profile 375cc. In addition, the patient experienced malposition of the breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record ( DHR) of lot number 5822089 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).